Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow; as a result, therapy was interrupted in order to put a new set of pads on the patient. Therapy was resumed with the new set of pads.

Manufacturer narrative:
Received 1 set of 4, used arctic gel pads, only. The reported issue was unconfirmed during the evaluation. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and there was evidence of use. The trim pattern of the pads were correct, and the energy connector was found free of damages and presented a good connection. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total of 3.18 l/min m2 of flow rate were registered during the test; left thigh pad: a total of 3.49 l/min m2 of flow rate were registered during the test; right chest pad: a total of 5.25 l/min m2 of flow rate were registered during the test; right thigh pad: a total of 3.67 l/min m2 of flow rate were registered during the test. The flow rate for this product must be above 2.4 l/min m2. The flow rate was found to be acceptable on all of the returned pads. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.